Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported that two weeks ago, patient had an abscess removed, just above the insertion site. Patient has had this problem in the past in various places. Patient remains on unknown antibiotics, with the insertion site appearing calm and pink. Patient has been in the hospital for five weeks with little chance of returning home.